Event description:
It was reported that the patient had difficulty inflating their inflatable penile prosthesis due to curvature and undiagnosed peyronies. During the revision, peyronies plaque was removed. There was no problem with the device. The pump and cylinders were replaced with a new pump and 18cmx12mm cylinders. The patient was doing well. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.